Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Information received indicates the ground loss light is flashing, due to the ground pin being broken from the power cord plug.